Event description:
Following orthotopic cardiac transplant the pt remianed comatose for approx 10 days. In evaluation for this problem noted on MRI to have a possible cva. While rptr doubts this is device related rptr cannot say so with certainty.